Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that the patient fell on ice and after had increased left side pain down towards the gluteal region and the pain remains. X-rays noted a screw breakage but surgeon hopes the fusion had started to heal before the screw broke and does not feel a revision is needed at this time. No further details are known at this time.

Manufacturer narrative:
(B)(4).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap <(>&<)> lateral l5/s1 films which show s1 broken screw after decompression and l5/s1 fusion for grade one spondylolisthesis. No loss of reduction is apparent; however, increased pain associated with broken screw after fall is reported.